Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: can you please confirm product code used for this procedure? Psee45a was used. What color cartridge was used on mesoappendix and what color cartridge was used on the appendix? Gst45 white was used on mesoappendix and gst45 blue was used on appendix. Did the surgeon wait 15 seconds prior to firing? Surgeon did wait over 10 seconds before firing. Was there any difficulty noted or experienced with device to include staple formation issues? No difficulty noted during firing and staple lines appeared intact and rather hemostatic. What was the site of the bleed? What was identified in the reoperation and how was it addressed? Were blood products administered? When the patient was brought back to surgery, upon exploration an actively bleeding vessel was noted along the staple line as well as two other areas of oozing. Information on how this was addressed is unavailable. To our knowledge, no blood products were administered. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient was brought back for re-operation last night on (B)(6) 2022, following a laparoscopic appendectomy during the day, for bleeding complications. The surgeon reported bleeding from the staple line must have been the cause. The patient is stable and is home.